Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of unknown alarm lasting for less than 2 seconds was not confirmed. The submitted system controller event log file spanned approximately 13 hrs (11nov2022 from 04:47 to 09:51 and 15nov2022 from 08:38 to 17:06 per the timestamp). The reported event of unknown alarm was not observed on the log file and may have been overwritten by newer events. No notable alarm was observed on the log file. The returnedhm3 system controller, serial (B)(6), was functionally tested and passed all steps without any issue. The controller operated on a mock circulatory loop for an extended period of time without reproducing any alarms. The controller functioned as intended during analysis. Additional information on 16nov2022 stated that the patient was experiencing random alarms lasting approximately 2 seconds or less. The clinical team were unable to capture prior to frequent log file pushing data out of the interrogation record. The controller was exchanged without incident resolving the issue. Multiple attempts were made to obtain additional information regarding the event; however, no response was received. A root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including no external power. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient heard continuous tone alarms with no associated logged alarm in the controller history or interrogation review. It was noted that the red heart symbol was illuminated on the system controller and there was an audible continuous hazard tone. The patient felt dizzy during these events. The log files captured pi events occurring throughout from 4:47 am - 9:51 am. Given the number of pi events, it was possible that the alarm(s) noted by the patient that occurred earlier were overwritten. There were no other unusual events recorded in the log file event history and the device operated as intended. A controller exchange was performed without incident and the alarms resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an unknown alarm lasting for less than 2 seconds was not confirmed. The submitted system controller event log file spanned approximately 5 hrs ((B)(6) 2022 from 04:47 to 09:51 per the timestamp). The reported event of an unknown alarm was not observed on the log file and may have been overwritten by newer events. No notable alarm was observed on the log file. The heartmate 3 system controller, serial (B)(4), was not returned for analysis. Multiple attempts were made to obtain additional information regarding the event; however, no response was received. A root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms. No further information was provided. The manufacturer is closing the file on this event.